Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status, device labeled for single use and method, result and conclusion codes.

Event description:
Per complaint (B)(4), the screw inside a patient's dental implant was torqued down and would not release from the implant upon initial placement. As the impression coping was being removed, the implant body backed out. The procedure was not completed within the same visit. Bone had to be added to the graft area. The placement was rescheduled. No adverse patient consequences were reported.